Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment of insulin pump was broken. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had cracks and it was no longer waterproof with moisture concern. Customer stated that the sensor had inaccuracy 60 to 100 points off and clip was constantly breaking. The insulin pump will not be returned for analysis.